Manufacturer narrative:
As lancing device was not returned, a DHR of the meter was requested. The device history review for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported she sustained an injury as a result of being unable to test due to her two lancing devices not working and having no lancets. The customer reportedly fell down the stairs and had to get stitches. The customer further reported experiencing loss of consciousness with seizure, being treated by paramedics with dextrose 50% on the scene and further transported to a hospital where she was diagnosed with hypoglycemia, was monitored and treated with 5% and 50% dextrose injections and food for three days. There was no report of death or permanent impairment associated with this medical event.